Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and error 32100 was confirmed indicating that the acu board reported a voltage monitoring fault. Upon visual inspection, no issues were found related to the reported event. Installed the proximal onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Tested the proximal on a patient side cart fixture test platform (pftp) where it passed all relevant testing. The potential root cause is attributed to voltage faults resulted from a transient acu board, located on proximal suj outer assembly.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia etep surgical procedure, user informed the technical support engineer (tse) that they experienced persistent error 32100 on universal surgical manipulator (usm) 1, prompting a request to disable the arm to continue. The logs indicated the error was related to proximal set-up joint (psuj)1. Before contacting tse, the user attempted to resolve the issue by restarting the system, but this did not change the situation. The tse guided the user through a hard power cycle and attempted to exercise arm 1, but the issue persisted. The procedure outcome was unknown.